Event description:
Patient reported receiving a blood glucose reading of 263 mg/dl, using the suspect device. Patient checked the device's memory, and the resut in the memory was 519 mg/dl. Patient injected 8u insulin, based on the value in the memory. Approximately 4 hours later, patient experienced hypoglycemic symptoms and phone for emergency medical services. Upon their arrival, patient's blood glucose measured 21 mg/dl, using emt's blood glucose monitor. Patient was treated with intravenous glucose. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.